Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: due to no photo or sample being received, the customer's complaint of clamp falling apart could not be verified. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no sample received for investigation.

Event description:
It was reported that the unspecified bd tubing set experienced component separation. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. About 30 min later they received a patient from the pacu with an IV that was not on a pump, infusing by gravity and when they pulled the tubing aside - this clamp also fell apart. We did not note other tubing with any leakage as of the time of this email. I passed the concern on for a watch for the night shift supervisor 10/31. She has kept the tubing and package of the one she started herself, but not the pacu tubing package.